Event description:
It was reported that the c-arm brake on the lunar orca system would not hold. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The break was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.